Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's shower bag had a damaged strap. The shower bag was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shower bag was returned for evaluation. Failure analysis of the shower bag revealed a damaged strap. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or due to the handling of the bag. If information is provided in the future, a supplemental report will be issued.